Event description:
The customer reported that during a procedure, the blade of the device was not cutting properly. Another device was opened to complete the procedure. There was no harm to the patient. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that the tab on the spindle cap was broken off. The broken piece was contained within the handle of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.